Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker isolated the reported issue to the system controller pcb assembly. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker replaced the user interface pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to capacitor, designator c181. C181 was cracked and electrically shorted.

Event description:
The customer contacted stryker to report that their device displayed a white screen. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.